Manufacturer narrative:
The investigation has been reopened due to receiving operative reports and part and lot numbers. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Additional information: plaintiffs preliminary disclosure (ppd) form received (B)(4) 2011. Operative report states this is a (B)(6) male who is 4 months after resurfacing total hip arthroplasty. He was loading some luggage, twisted, and felt a pop and pain in the hip. He was noted to have a femoral neck fracture in the clinic and scheduled for the revision to a stemmed hemiarthroplasty to go inside of his left acetabulum.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt.